Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 14-jun-2024. It was reported that patient faced an event of kinked tubing infusion set. No further information was available.